Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using lithotripsy with a trapezoid rx lithotripter on a female, "the basket failed by breaking apart at the basket itself". The physician was attempting to crush a stone when the basket wires broke. The pieces of the basket were able to be retrieved and the procedure was completed successfully with another trapezoid device. The patient's condition was reported as "great".

Manufacturer narrative:
The lot number of the device is unknown; consequently, the expiration date of the device is unknown. The lot number of the device is unknown; consequently, the manufacture date of the device is unknown. The customer's complaint has been confirmed. The returned device is heavily damaged. A visual inspection reveals the handle is separated at the handle strain relief from the remainder of the device and has the appearance of being intentionally cut off. The metal coils of the sheath and the plastic coating are kinked, twisted and heavily damaged along the entire length of the sheath. Three of the four basket cannula. Two of these three wires appear to have been cut and one appears to have broken under a tensile load. One of the four basket wires is missing and has pulled free from the basket cannula. Approximately two inches of the distal end of the basket wires with the detachable tip is missing and was not returned. A functional test could not be performed due to the condition of the returned device. Three possible lots have been identified for the three devices. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The may 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The may 2007 data point has exceeded it's complaint alert limit; however, since the prior months have performed below their respective limits, no specific action is warranted at this time. The most likely root cause of this complaint is that the detachable tip failed to detach when attempting to crush a stone; the basket wires broke under the force during the attempt. All subsequent damage is believed to have occurred during the users attempt to remove the device from the patient after device failure; however, the root cause of the complaint remains undetermined.